Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the lead appeared damaged at implant.

Event description:
It was reported that during an implant attempt the lead was unable to advance in the sheath. The sheath was exchanged and the lead was unable to advance in the new sheath. The physician drew out the lead and the outer insulation appeared damaged. The lead was not implanted. No patient complications were reported as a result of this event.